Event description:
Pt experienced increasing shortness of breath. Chest x-ray showed bilateral pleural effusions. Chest tubes placed and effusions drained. Drained fluid had the appearance of tpn fluid. It was felt that the left subclavian catheter had eroded into the pleural space causing tpn to leak into the thorax. Once fluid was drained pt improved and was extubated two days later and discharged home eight days later.